Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 129 ohms. All shock electrograms (egms) look appropriate. Technical services (ts) recommended increasing the impedance alert value to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.